Manufacturer narrative:
No unexpected failed battery test alarm or low battery alarm was noted. No low battery alarm was noted on the long history file. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that battery longevity was only two days. Customer received a failed battery alarm. Customer's blood glucose was 5.4 mmol/l. During troubleshooting, customer reported to have used rechargeable lithium battery. Customer changed batteries to recommended batteries and still experienced battery life only two days. Insulin pump would be replaced per customer's request.